Event description:
Customer was hospitalized for low blood glucose levels. The pump was being worn in customer's pants without a belt clip. The reservoir door opened and the reservoir pushed about 60 units of insulin into customer's body. Customer's father also reported the button keypad was unresponsive at times.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.